Manufacturer narrative:
(B)(4). Visual analysis confirmed a longitudinal rupture located between the middle of the balloon and the distal end of the balloon. Note that the balloon was strongly deformed when received and that indicates that it has probably been inflated during relatively high pressure and/or for a long time. Based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the balloon ruptured at 400 psi with 1cc of liquid inside. No further details are known at this time.